Manufacturer narrative:
The customer¿s report of the male luer lock component breakage was confirmed. Visual inspection of the of the set observed the hub of the distal male luer to be cracked along the side of the hub and continuing across the top of the hub¿s collar end. No tool markings or any other obvious damages were observed on the distal male luer component or the rest of the set's components. Functional testing confirmed that upon an attempt to remove the hub from the maxzero connector by rotating both the luer hub and luer tip grooves, the grooves were unable to make a secure engagement and the crack on the luer hub spread apart further. The root cause of the crack was not determined.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported noticing that the y-site of the tubing was cracked where it connects to the patient. The cracked piece was lodged completely into patient's cap and unable to remove; resulting in a cap and tubing change. There was no patient harm.